Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to excessive force applied by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, the image is blurry due to broken lens in the optical system. The service center also noted the rigid outer tube is bent with scratches on the gold plating, dents and scratches on the distal end edge, debris particles under the eyepiece cover glass. The eyepiece funnel has minor dents. The cause of the broken lens cannot be determined at this time as the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus onsite support specialist was informed that the customer ultra autoclavable telescope has ¿broken lens¿. The customer reported problem was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.